Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was experiencing unexplained high blood glucose as he had treated for a meal. It started at 423 mg/dl but currently it was 473 mg/dl, treated with manual injection. Troubleshooting was performed and no anomalies were noted. The device passed the high pressure test. Customer was advised to do a complete set change and to speak to his doctor in regards to the event. He isn't returning the device for analysis.